Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 1/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2016 with the following findings: keypad is undamaged, all buttons are unresponsive. Opened keypad cover, no contaminants found under contacts. Opened pump, moisture damage found on keypad flex connector, display screen, cgm board, and pcb. Unrelated to the complaint, there is a dim display with a reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.